Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user reported that their blood glucose level was probably over 250 mg/dl; however, the exact value was not provided. The user addressed bg level with a manual injection as well as a bolus via the pump. It was confirmed that the user had an alternate method of insulin delivery.